Event description:
It was reported, that both right atrial lead and right ventricular were explanted, due to unknown product performance issue. New leads were successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).